Manufacturer narrative:
The covidien field service support team evaluated the returned device, and was unable to verify the reported malfunction. The ventilator was allowed to ventilate overnight using the preset settings. The log was checked after the overnight running. There were no alarms activated or errors logged. Performed an internal visual inspection, and no anomalies were found. The voltage on the lithium coin battery was checked, and a reading of 2.7 volts was obtained. As a precautionary measure, the lithium coin battery was replaced. The reported complaint was not duplicated. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the ht70 plus ventilator generated a "system error" alarm. The patient was transferred to another ventilator. There was no reported patient injury.